Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and 10 samples by functional testing. No issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® 9nc 0.129m plus blood collection tubes there were low draws. The samples were rejected, however, patient impact was not able to be obtained. The following information was provided by the initial reporter: customer reports that tubes are not filling fully due to loss of vacuum, causing rejection of patient samples.